Event description:
Event description guidant received information that two days post implant, this lead was repositioned for an unknown reason. It was noted that the patient has a history of atrial fibrillation.